Event description:
An endurant stent graft was attempted to be implanted in the patient for the endovascular treatment of a fusiform abdominal aortic aneurysm. During the index procedure; while prepping the delivery system and while flushing the physician noted a leak coming from the side of the tip of the guide wire lumen. The physician attempted to insert the guide wire through the guide wire lumen; however, the guide wire was not coming out at the distal tip. The physician noted a possible occlusion at the guide wire lumen. The physician used another device and the procedure was completed successfully. The device was not inserted in the patient. There was no visible damage to the device or packaging. No clinical sequelae were reported and the patient is doing fine. The device was returned within an endovascular return kit. The catalog and lot numbers on returned documents matched the numbers from the event. The delivery system was returned slightly bloodied with the stent graft loaded within the delivery system. Upon inspection of the device, an occlusion of the tapered tip was observed by a glossy material. The rest of the device was unremarkable. A guide wire was attempted to be inserted through the tapered tip; however, there was an occlusion in the tapered tip ID at the start of the lumen. The guide wire was then tracked through the backend t-tube and the same occlusion was met. The graft cover was retracted slightly to expose the tapered tip shoulder and a glossy, wet material was observed. The complaint was confirmed; there was an obstruction in the tapered tip lumen that prevented wire passage. The material on the tapered tip shoulder matched hydrophilic coating by (B)(4).

Manufacturer narrative:
(B)(4).